Event description:
The surgeon reported via our sales rep, that he was conducting a surgery procedure. During surgery, he noted that the tip is damaged. As replacement the surgeon used a jamshidi needle.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.